Event description:
It was reported that an occlusion alarm occurred. The customer changed the pump supplies to address the issue. Reportedly, the customer was wearing the pump supplies for 3-4 days. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider h3 other text : device not returned.